Manufacturer narrative:
The customer cancelled the service call. The system is operating as intended. No further info is available.

Event description:
The customer reported that the system locked up when the foot pedal was depressed. No pt injury was reported.